Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that the device had foreign material coming out at the tip from blockage of biopsy channel. The nozzle was clogged as well, likely due to foreign material. This is attributed to insufficient cleaning. The water quantity is out of standards due to blockage of nozzle. Other observations for the device are: angulation in the up direction is out of standards due to worn angle-wire; charge couple device (ccd) lens is broken; color of light guide (lg) lens is changed; lg lens is polluted; distal end rubber coating (a-rubber) adhesive is broken; connecting tube is crumpled; universal cord is crumpled; scope cover (s-cover) is deformed; electrical connector (el-connector is corroded; scope connector is corroded; and connecting tube is deformed. The user¿s complaint of blocked air/water flow was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of air/water flow being blocked during preparation for use. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the device had foreign material coming out at the tip from blockage of biopsy channel. The nozzle was clogged as well, likely due to foreign material. This is attributed to insufficient cleaning. This medwatch is being submitted for the presence of foreign material found in the device during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2/e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was clogged in the air/water nozzle and biopsy channel but the specific material could not be identified. The cause could not be specified as there were no reported deviations from the instructions for use (IFU). The customer reprocessed the device following the IFU after the last procedure and stored it appropriately, there was no delay to precleaning after the procedure, and the brush points were checked (instrument channel, suction channel, air/water valve, suction valve, and biopsy valve). Olympus will continue to monitor field performance for this device.